Event description:
A distributor in (B)(4) reported that the inspiratory pressure valve on an rd900aeu neopuff infant resuscitator was stuck. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff device has not yet been received for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fph service center in (B)(4) for inspection. It was visually inspected for the reported damage. Results: visual inspection revealed that the pressure control valve of the neopuff device was stuck, confirming the reported fault. Conclusion: the neopuff is a portable reusable device which can be susceptible to impact damage. The valve can become erratic if subjected to a large enough impact, for instance if accidentally dropped. The neopuff's user instructions advise the user to carry out a performance check and recalibration of the device should it receive an impact. No patient consequence was reported as a result of this incident.

Event description:
A distributor in (B)(6) reported that the inspiratory pressure valve on an rd900 neopuff infant resuscitator is stuck. No patient consequence was reported.